Manufacturer narrative:
The unit was received dirty and was tested as received. It passed all performance tests. The complaint could not be duplicated.

Event description:
Caller from facility reported that the unit had underfilled a final container. He stated that unit had successfully compounded on station 1, but when it switched to station 2, the initial volume delivered display read 200ml, not 0ml, as it should have. He stopped the unit and discarded the bag, so there was no pt involvement. The user was advised not to use the unit, but to return it for eval.